Manufacturer narrative:
Lot/serial# (B)(4): UDI: (B)(4). (B)(6) the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of a thoracic aneurysm with conformable gore tag® thoracic endoprosthesis (tgu404020j/12375989). The device was implanted distal to the previously implanted surgical graft. On unknown date, a computed tomography scan revealed a distal type I endoleak from the tgu404020j. On (B)(6) 2017, the patient underwent a re-intervention to treat the distal type I endoleak. An additional endoprosthesis tgu454520j was implanted distal to the previously implanted tgu404020j. The endoleak was resolved and the patient tolerated the procedure. The cause of the endoleak was reportedly unknown.